Event description:
Lead extraction procedure commenced due to infection. A 16f glidelight device was in use. When the right ventricular lead came free and the glidelight sheath was pulled out, the patient's blood pressure dropped. An svc tear was identified and rescue efforts began immediately. Successful repair was made to the injury and patient survived procedure.